Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient "died due to the aggravation of myocarditis after tourism in (B)(6) in (B)(6) 2009." The patient was hospitalized and experienced a vt/vf episode that was effectively treated by the device. "A collapse of pupil dilation eye with a weak reaction to light was diagnosed." Resuscitation was attempted, but was unsuccessful. An autopsy was performed and noted fresh foci of myocarditis of the heart. There is no allegation by a health care professional that the death was device related. The cause of death has been requested and not received.